Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that something seemed strange while cutting a patient's flap on their left eye. The patient interface may have not sat together optimally even though the laser had reached full vacuum. The flap on the left eye was harder to open than the right eye. Lasik was completed successfully. The physician believed that the event was caused by an insufficient quality of the product. A clinical applications specialist visited the clinic later that night and ran all laser tests. There were no detects found. It is possible that there was too much fluid on the eye. Upon follow up, vision is now reduced. Everything else will remain to be seen in the next few weeks.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of treatment. Review of the logfiles for the day of treatment showed no error or warning that could contribute to the reported event. During start-up of the system, the vacuum check, the energy check and the ablation tests were performed without error. The reported treatment could be identified in the logfile. The logfile showed the energy was stable during treatment. No relevant deviation between planned and performed energy was detectable for the treatment. The user operated the surgery with the recommended setting. The vacuum was good and stable. No abnormality regarding z-offset setting could be identified. A technical root cause for the reported event could be excluded. Clinical applications specialist (cas) was there and no defects found. No technical root cause was identified as the product was found to be within specifications. Cas and supervisor concluded that this phenomenon could have occurred because there was probably too much fluid in the eye. The manufacturer internal reference number is: (B)(4).